Event description:
It was reported by the sales consultant that 2.5 mm guide wire tip broke off after colliding with another wire during a procedure. The procedure was successfully completed with no complications. There was a two minute delay in surgery. The procedure was successfully completed with no patient injury reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Lot number is unknown. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned, and not lot number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)